Event description:
The user facility reported that the temperature was unable to be determined during priming stage in the oxygenator. Follow up communication with the user facility reported: during the functional check of the thermistor probe at the priming stage, the temperature was able to be determined with no difficulty; after de-bubbling, when the cable was inserted into the thermistor probe again, it was found that the temperature had become unable to be determined; the actual sample was changed out to a new rx25; there was no patient involvement; the operation was completed successfully; and there was no harm to the patient.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any visible anomaly. Magnifying inspection of the thermistor probe found that the generation of a deformity on the circuit board bracing. X-ray fluoroscopic inspection of the inside of the thermistor probe revealed that the leading wire on the circuit board had gotten partially cut. The thermistor probe was disassembled for further inspection of the state of the inside. The circuit board was found to have been bent. The scratches found on the circuit board can be considered as the trace of the contact of the cable generated at the insertion of the cable into the thermistor probe, which is normal. Magnifying inspection found that the leading wire had gotten cut on the bent segment on the circuit board. Simulation testing was conducted. A cable was inserted into the thermistor probe obliquely. As a result, the circuit board got bent. The leading wire on the circuit board did not get cut. A review of the manufacturing record and product release decision control sheet of the involved product/lot# combination confirmed there were no indications of production related problems. A search of the complaint file found no other similar complaint with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the investigation result, it is likely that the circuit board inside the thermistor probe of the actual sample was pushed inward, by which the leading wire was subjected to a bending force and got cut, resulting in the reported difficulty in determining the temperature. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).